Event description:
It was reported that, during calibration stage of a navio assisted surgery, it was found that the h and p indicators were flickering. The camera cart was replaced and the surgery went on smoothly until the stressed rom stage. Then again the indicators started flickering. The procedure was completed manually, with a delay of less than 30 min. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the navio surgical system india, part number rob00036, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device was established. Screenshots were provided for investigation. As the screenshots are taking prior to the user exiting the case, the reported "flickering" could not be confirmed. With the pictures provided it can be confirmed whether the trackers were visible by the time the user had transitioned to another screen. The trackers were not visible for the camera. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. If a navio¿ surgical system failure occurs at any point during the surgical case, refer to the surgical technique guide for knee arthroplasty, recovery procedure guidelines tables for proper guidance regarding recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with loose trackers, obstructed view or dirty components. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.